Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported the revision occurred on (B)(6) 2019. The healthcare provider had refused to return the explanted portion of the catheter. The explanted portion of the catheter had been discarded. It was indicated the information provided had been confirmed with the healthcare provider.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, lot/serial# (B)(4), implanted: (B)(6) 2004, product type: catheter; ubd: 28-sep-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 50 mg/ml of morphine at 2.4 mg/day via an implantable pump for spinal pain. It was reported the patient had been complaining about a lack of therapy since sometime in 2017. The specific day or month could not be obtained. The physician recently tried to aspirate from the catheter access port (cap) and was unsuccessful. It was reported that there were no environmental/external/patient factors that may have led or contributed to the issue. The patient was subsequently scheduled for a revision. The sutureless connector was replaced using a catheter revision kit. It was reported the issue had been resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. The patient's medical history included chronic low back pain. Other medications being taken at the time of the event and patient weight were not available.